Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 28x2.25mm promus elite drug-eluting stent was selected use; however, the stent fell off the balloon before entering the body. The procedure was completed with another of the same device. No patient complications nor injuries were reported.